Manufacturer narrative:
The manufacturers analysis revealed that this device was not at eos, the battery status was over 50 percent. Device evaluation did not confirm the reported complaint. Upon receipt, the device interrogation could not confirm the clinical observation. The battery status was ok with a remaining battery capacity greater than 50 percent. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Per a warranty claim received by biotronik on 24-jan-2020, this device was explanted due to eos. Should additional information become available, this file will be updated.